Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side ¿pain on palpation¿, ¿painful induration¿, ¿globose right prosthesis¿, ¿induration¿, ¿breasts with a difference in consistency and sensitivity¿, ¿mobility of the glandular tissue", ¿slight redness¿, ¿inflammatory adenopathies¿, ¿rupture¿. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported right side ¿pain on palpation¿, ¿painful induration¿, ¿globose right prosthesis¿, ¿induration¿, ¿breasts with a difference in consistency and sensitivity¿, ¿mobility of the glandular tissue", ¿slight redness¿, ¿inflammatory adenopathies¿, ¿rupture¿. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis visibility/palpability, erythema, rupture, and lymphadenopathy, was reviewed on may 23, 2022. Visual analysis of the photographs identified; deformation and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.